Event description:
Information from axium intl. Clinical trial database. Ruptured acom aneurysm coiling. Used 2 axium coils. Qc-3-6-3d, qc-2-3-helix. Adverse event noted: patient died from severe hydrocephalus.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Axium registry information: foreign registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other country's. Enrollment started in 2008; enrollment ongoing n=166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.